Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) s/n (B)(6) found no issues with finding or charging ins. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when they try to charge controller it won't take a charge and the pt first noticed this 3-4 days ago. Pt says they have already tried taking battery pack out but this didn't fix the issue. Pt says they spoke with the rep yesterday and was told to call. Pt says they inspected the ac power cord doesn't have any fraying or nicks in it. I was going to have them inspect the controller but they cant find it right now. The issue was not resolved through troubleshooting. The caller was redirected to pt will call pats back when they have found the controller. Pss was unsure if the controller or ac power cord is the issue. Pt called back and said their controller was not recharging. Pss walked pt through removing the battery pack (battery and battery compartment looked good), plugging the controller into the ac power supply (green light on ac power supply was on), and pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing. Pt then said they could not see the battery screens and said that was the screen they had been trying to get to. Pt had been seeing the no device found screen. Pss then walked the pt through passive recharge mode (pt had middle number of 98 or 99). Pt was able to start a normal recharging session and had recharging excellent (battery levels: controller 40%, ins in the red). Pt was frustrated during the call and said they had a list of improvements they would make for this device. Pss reviewed to allow the ins to recharge as much as possible with the 40% controller battery and then to recharge the controller. Pt confirmed they understood. Additional information was received from the patient. Pt says that things were working after they last called in, but said that they went to charge implant after that call and it "only would charge up to 40 percent" and they never got a full charge. Pt confirmed this is the same issue that they called about last time. Pt says that they are having pain and have to take too many pills due to this issue of not being able to charge. Pt says recharger (rtm) is heating up. A replacement rtm was sent to the patient. Additional information was received from a manufacturer representative (rep). The rep reported the ac power supply was frayed. Additional information was received. Pt called and stated she did receive the rtm cord but she got the new cord and the old cord mixed up.